Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned impactor pad shows two sides of the pad has fractured rails and a third side is cracked but still attached. There is also some gouging damage present on the face. Relayed in pce: based on associated device history records, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was determined to be user error as the instrument was incorrectly assembled on the back table before being given to the surgeon to use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The information provided on this form was previously submitted under manufacturing report number 0001822565-2017-03989. (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during impaction, the tibial impactor pad fractured. No adverse events have been reported as a result of this malfunction.